Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Event description:
An optometrist reported a patient for possible enhancement due to blur in vision. Reporter noted the topography had some irregularity and was sent to a corneal specialist to rule out possible ectasia. Upon follow up, the reporter related the patient was no longer an ectasia suspect, and was scheduled for enhanced re-treatment of the left eye.